Manufacturer narrative:
Findings: pump alarmed failed battery test alarm after battery was inserted due to battery tube connector not plugged in properly. After disconnecting and reconnecting the battery tube connector, the pump function properly and the operating currents were normal. No unexpected low battery, off no power or failed battery test alarm during the final test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Pump alarmed failed battery test alarm after battery was inserted due to battery tube connector not plugged in properly. After disconnecting and reconnecting the battery tube connector, the pump function properly and the operating currents were normal. No unexpected low battery, off no power or failed battery test alarm during the final test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.